Event description:
It was reported that the ventricular lead was oversensing. It was noted that the physician is aware of the sensing issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4968 implantable pacing lead (B)(6) 2011. (B)(4).